Manufacturer narrative:
Results: the complaint for "no communication" was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to mfg specs using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to establish communication between his ipg and external devices. It was also reported the pt's ipg was inoperable and the pt was unable to recharge the device. In addition, the pt was without stimulation. Subsequently, the pt underwent surgical intervention on (B)(6) 2014, where his ipg was explanted and replaced.